Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unknown. The device configuration is 100% inspected during the manufacturing process as well as in quality control, to assure proper filter geometry prior to release. Based on the information submitted and the sample evaluation, it is unknown when, or how, the filter arm detached. The definitive root cause is unknown.

Event description:
It was reported that the patient had a filter placed four to six months prior. The patient was in for a scheduled, routine filter removal. It was noted during the CT scan that only five arms were present. The doctor performed a search and could not locate the remaining arm. The doctor reviewed the initial implant films and alleges the arm was not present when initially implanted. The doctor successfully removed the filter. The patient is doing fine.